Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is having issues with his insulin pump. Customer explains his pump screen went black and then started blinking white. The customers insulin pump will need to be replaced. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd.